Event description:
Two different products had issues. The first product bent and was determined unsafe for further use by the doctor. It was shockwave catheter 4.0mm x 40mm 135cm (lot: a220620a). Manufacturer response for cardiovascular procedure kit, shockwave s4 (per site reporter). Reached out to shockwave medical for credit.